Manufacturer narrative:
The suspect product was discarded.

Event description:
On (B)(6) 2021 a patient (pt) reported an ¿eye infection¿ while wearing the acuvue® oasys® brand contact lenses (cls) and used an unspecified antibiotic eye drop. No additional information was provided. On (B)(6) 2021 the pt reported the os eye infection started at the end of (B)(6) 2021. The pt awoke one morning with os redness, tearing, and was unable to open the eye. The pt attempted to wear an os cls, but the os was sensitive to light with stinging and eye pain, so the pt wore eyeglasses. On (B)(6) 2021 the pt called the primary care physician (pcp) for a telephone visit due to the os symptoms. The pt was prescribed ciprofloxacin eye drops, 2 drops every 2 hours while awake for 2 days, then every 4 hours for 5 days for the ¿infected eye¿. The os was feeling better within a couple of days, so the pt did not return for follow-up visit. Multiple calls were placed to the pts treating pcp¿s office for additional medical information, but nothing has been received. On (B)(6) 2021 the pt provided additional information. The pt will go to the pcp¿s office tomorrow and sign a medical release form. No additional medical information has been received. This os event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qw26 was produced under normal conditions. The suspect os cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.